Event description:
Device was reported as surgically replaced after implantation period of thirty-eight (38) months. Reportedly, the pt had progressed normally after the original total hip arthroplasty. Then, it is reported, that the pt was involved in an automobile accident in 12/95 in which the pt's vehicle flipped over and he "hurt his left hip". Since the accident the pt was reported to have developed increased discomfort in the hip which limited his activities. Radiographic evaluations were reported to have revealed an osteolytic lesion in the greater trochanteric region with a fracture on the greater trochanter. During the revision surgery on 3/7/96, the attending surgeon reportedly observed particulate debris in addition to the above mentioned issues. The subject bearing insert and modular femoral head were reportedly replaced, a cable was removed, and the fractured trochanter was treated with allograft.

Manufacturer narrative:
Follow-up report #1 is hereby being provided in response to FDA's request on letter dated september 30, 1996. Please note: section f of the original med-watch submission was not filled by the mfg. Co's since the origin of the report was received via co's clinician. Based on this blocks f1,f2,f3,f4,f5,f11 and f13 are marked na, as no user facility or distributor was part of the original report.